Manufacturer narrative:
Product analysis (B)(4). Brief description of complaint: towards the end of a five-hour case, the surgeon noticed that there were black flecks on the wet cloth staff used to clean the handpiece. The surgeon thinks the coating started flaking off. The sales rep could not see that there was any damage to the coating. There was no foreign material found in the patient. The surgeon also thought that the cut function felt weaker as compared to the start of the case. Investigation conclusion: the reported issue was confirmed. The electrode insulation coating is damaged, worn, peeling and slightly scratched, with an accumulation of excessive eschar buildup on the electrode. Insufficient cleaning of the electrode during use can create tissue and coagulum buildup on the electrode, inside the heat shrink, and inside the suction opening which can cause diminished device performance. When this occurs, the rf energy path may be altered such that the energy is directed to the tissue on the electrode, rather than to the patient; it is probable the heat shrink will degrade and the electrode insulation coating can be compromised.

Event description:
During a plastics case, the surgeon reported the coating on the plasmablade device was flaking off. Nothing fell into the patient.